Event description:
It was reported that the implantable cardioverter defibrillator (ICD) emit beeping tones. Interrogation of the device with a programmer noted the tones were due to high out of range shock impedance measurements greater than 125 ohms on this right ventricular (rv) defibrillation lead. The remote home monitoring alert value was increased to 150 ohms and monitoring will be continued. No adverse patient effects were reported. This product remains in service.